Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 475cc mentor siltex round moderate profile on both sides and experienced left side deflation and burning sensation on both sides postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Clarification of date of implant was not received after multiples follow up attempts, and the invoice date of impacted devices is not available due implants are old, therefore: date of implant has been updated from (B)(6), 2002 to (B)(6), 2003 (lot manufactured date). Should more information become available, this case will be re-assessedm and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On june 2, 2022, date of implant under field d6a has been updated to originally reported june 11, 2002. Mentor is aware of the discrepancy between the date of implant and the manufacturing date of the reported device. Follow ups were conducted, but no response has been received. The information will be sent in as it was reported to mentor. Should additional information be received in the future, a supplemental will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). D6a date of implant.

Manufacturer narrative:
On july 29, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 475cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within an area of siltex cracking measuring less than 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, serial number confirmation was received. On (B)(6) 2022, mentor became aware that diagnosis for left side capsular contracture; baker grade iii on (B)(6) 2022. Clinical code capsular contracture has been added to field h6 on this form. Also, on (B)(6) 2022, mentor became aware that the date of event was in may of 2022; field b3 has been updated to (B)(6) 2022, and date of surgery is (B)(6) 2022. No further information was received regarding date of implant. Following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: left deflation, paresthesia, and capsular contracture; baker grade iii since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).